Event description:
The customer reported the ventilator shut off while on a patient. The ventilator was on a patient and the patient was swapped to a different v60 ventilator. No harm was reported. Customer states no error codes are logged in event log. Only code listed indicates a normal unit power down. An authorized service provider (asp) went onsite and reviewed the error log and found a ventilator restart and a software exception in the log. Per the service manual if diagnostic code for ventilator restart occurs in conjunction with diagnostic code for software exception, no action is required. The asp reloaded software version 3.00. All tests passed and the issue was resolved. Based on information provided and/or service performed, the customer¿s alleged complaint was confirmed.